Event description:
Customer reported to beckman coulter, inc. (Bec) that the closed tube aliquotter unit of the unicel dxc 600i synchron access clinical system sample wheel was not homing and the wash station was leaking. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found leaking around the wash station which caused buildup under the sample wheel. The fse changed the waste peri pump tubing and repositioned the pinched waste tubing. The fse primed the analyzer several times and did not notice any leaks.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).